Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: approximately (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that there were no product issues or required testing/troubleshooting of the catheter or the pump and they both remained implanted and in-service. However, the patient reported experiencing pain at the pocket site after a pump was replaced and relocated to patient's left side. The pocket site appeared red and irritated. The planned surgical intervention was to relocate the pump to the patient's right side. The pocket was surgically opened and it appeared that the pocket was infected. Tissue and fluid samples were taken for diagnosis. The outcome of these tests were not available at the time of the report. The physician used an antibacterial wash before re-implanting the pump in the current pocket site. The device was left in situ and the pocket was closed. Medical intervention was also prescribed by the physician in which the patient was put on an antibiotic. The patient¿s pump reservoir had approximately 30ml of drug at the time of surgery. The patient went to recovery at the conclusion of the surgery and it was unknown if the infection was resolved. At the time of the report the patient's status was reported as alive-no injury. The date of implant was reported as approximate of (B)(6) 2011. This device system delivered baclofen. Should additional information be received a supplemental report will be filed.

Event description:
It was further provided by the representative that he had heard the pump and catheter were revised. At this time there was no further information regarding if any other intervention occurred after the approximate (B)(6) 2015 pump and catheter revision due to infection. No new details of any new implants could be confirmed. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID 8780, implanted: (B)(6) 2012, product type: catheter.

Event description:
Further, the implant date of the pump and catheter were noted to be (B)(6) 2012. Reportedly, the patient had two 8780 catheters noted as registered on (B)(6) 2012 information was requested to clarify if this was after the revision of the pump for the recently reported infection or if the patient required an additional revision of the pump and catheter. Should additional information be received a supplemental report will be filed.